Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed but no event was recorded on the reported date (24th). The last record before the device was switch off was an infusion interruption by an air alarm on 23rd pm, which is unlike the reported event (no air alarm). Also vtbi was set at 1100 ml and flow rate @ 10 ml/h therefore an alert neoi has been triggered a little time before at 13:41 because of 5 % volume remaining reached." "The reported device was not sent to brézins for investigation however the device log was downloaded locally and provided for further analysis. The reported event could not be found during log analysis and the several alarms identified indicate that the device alarms as per its specifications and no functional issue could be detected. Regarding the events history date issue (reset at 01/01/1970), this is due to partner software and is addressed with a different complaint. However this loss of date/time has no impact on performance on parameters saving functionality (except date/time data)." This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "clinical staff reported that this pump did not alarm when there was a significant volume of air in the line distal to the pump segment." Reporting as a conservative measure due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.